Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested a food bolus that was too large for the amount of carbohydrates that was consumed. The customer reported the event was due to use error and not a device issue. Blood glucose was 69 mg/dl and juice was consumed to address the bg level.